Manufacturer narrative:
(B)(4).

Event description:
The line was 50 internal and 0 external on insertion with bull's eye. Patient had a long window during which a bull's eye could be obtained. The nurse placing the line found the bulls eye, established the length of the window, removed the introducer and positioned the patient 45 degrees and adducted the arm as directed and re-obtained the bull's eye in this position. The line would have been flushed to determine function at the initial and final bull's eye. The chest x-ray recommended a 7 cm pullback. The line was pulled back 6cm.

Manufacturer narrative:
(B)(4). A sample was not returned for review. A device history record review was performed and did not reveal any manufacturing related issues. A patient case dataset was provided. Vps r and d reviewed the procedure dataset to understand the procedure/environment conditions that took place at the time. Reviewing the procedure dataset, the presence of a noise signal was observed in the doppler display throughout the case. While the doppler noise was present throughout the case, there were no abnormal system behaviors observed that may have attributed to the deep catheter placement. Vps r and d concluded with the information available to investigate the deep catheter placement it was not possible to determine an abnormal system behavior that would have led to the catheters being placed too deep. A probable cause of this issue could not be determined based on the information provided and without a sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Nurse's report - the line was 50 internal and 0 external on insertion with bull's eye. Patient had a long window during which a bull's eye could be obtained. The nurse placing the line found the bulls eye, established the length of the window, removed the introducer and positioned the patient 45 degrees and adducted the arm as directed and re-obtained the bull's eye in this position. The line would have been flushed to determine function at the initial and final bull's eye. The chest x-ray recommended a 7 cm pullback. The line was pulled back 6cm.